Event description:
It was reported that a cerebral vascular accident (cva) and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient presented to the emergency room (ER) four days post index procedure with acute onset of altered mental status and hemiparesis. Computed tomography (CT) revealed a severe acute spontaneous hemorrhagic left-sided cva. The patient was placed into hospice care and passed away the following day.